Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) units 2500h maintenance kit purchased by the customer has been replaced. There was no harm reported.

Manufacturer narrative:
Upon further review it was determined that the reported event involved only parts require periodic replacement, provided by the hospital. There was no malfunction of the device and therefore the event does not meet the definition of an incident/serious incident, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database. Revert all sections to blank: b. Adverse event or product problem d. Suspect medical device e. Initial reporter g. All manufacturers h. Device manufacturers only.

Event description:
N/a.